Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer had emergency medical service as they experienced high blood glucose of 600 mg/dl and diabetes ketoacidosis. Customer was treated with insulin pump and customer¿s current blood glucose was 131 mg/dl. Customer initially reported that insulin pump was not working so customer was using syringe to treat. Customer mentioned that she was taken to intensive care unit and told to remove insulin pump. Insulin pump will not be returned for analysis.